Manufacturer narrative:
Device passed the displacement and failed self test. However, device received with no vibrate due to broken black wire at the vibrator motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibrate feature of insulin pump was not working. The customer blood glucose level was 120 mg/dl. Customer stated the insulin pump did not vibrate when act button was pressed after using up arrow to set an easy bolus amount. Customer stated that the insulin pump was not vibrate during the vibrate test of the self test. Advised customer the insulin pump will need to be replaced and refer to back-up plan as per health care professional. The insulin pump will be returned for analysis.